Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic arae') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, joint pain, back pain, hair loss, difficulty sleeping, tenderness, dysmenorrhoea, yeast infection, redness in breast and endometrial ablation. Concurrent conditions included nausea, polymenorrhoea, mental status changes, seizure, allergic reaction, electrolyte abnormality, menstruation abnormal, frequency urinary, nocturia, night sweats, mood swings, meningitis, smoker, uterine fibroids, menopausal syndrome, breast lump, mastodynia, galactorrhea, ovarian cyst, hydrosalpinx, ovulation pain, lower abdominal pain, paratubal cyst, chronic cervicitis, fibrosis, chills and breast cancer. Family history included breast cancer and mastodynia. Concomitant products included ibuprofen for pain as well as fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2013, hydrocodone, hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2012 to (B)(6) 2014, levothyroxine since (B)(6) 2012, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and zolpidem tartrate (ambien) since (B)(6) 2012. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced bladder disorder ("bladder / urinary problems") and urinary tract disorder ("bladder / urinary problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)+bilateral salphingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in date of insertion- previously reported (B)(6) 2009 and as per pif (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.; on (B)(6) 2012: total bilateral occlusion satisfactory placement of bilateral essure coils (as per mr). Pathology test - on (B)(6) 2013: intramural and subserous leiomyomas, scarred inner corpus consistent \vith ablation effect, ivitld acute and chronic cervicitis, foreign objects of tubal lumens with mural fibrosis and right paratubal cyst, excision: walthard's cyst.. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan - on (B)(6) 2012: anterior subserosal fibroid with significant shadowing, slight distortion of el1dometrium due to subserosal fibroid; on (B)(6) 2013: small irregular cystic structure off posterior right ovary. Possible para pelvic cyst or hydrosalpinx. Left ovary appears within normal limits. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, anxiety, menorrhagia, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- event added -bladder /urinary problems, outcome for event pain updated from recovering resolving to recovered resolved. Bleeding and bladder/urinary problem updated from unknown to recovered resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, joint pain, back pain, hair loss, difficulty sleeping, tenderness, dysmenorrhoea, yeast infection, redness in breast and endometrial ablation. Concurrent conditions included nausea, polymenorrhoea, mental status changes, seizure, allergic reaction, electrolyte abnormality, menstruation abnormal, frequency urinary, nocturia, night sweats, mood swings, meningitis, smoker, uterine fibroids, menopausal syndrome, breast lump, mastodynia, galactorrhea, ovarian cyst, hydrosalpinx, ovulation pain, lower abdominal pain, paratubal cyst, chronic cervicitis, fibrosis, chills and breast cancer. Family history included breast cancer and mastodynia. Concomitant products included ibuprofen for pain as well as fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2013, hydrocodone, hydrocodone bitartrate; paracetamol (lortab) from (B)(6) 2012 to (B)(6) 2014, levothyroxine since (B)(6) 2012, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009 and zolpidem tartrate (ambien) since (B)(6) 2012. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and novasure endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. On (B)(6) 2012: total bilateral occlusion. Satisfactory placement of bilateral essure coils (as per mr). Pathology test - on (B)(6) 2013: intramural and subserous leiomyomas, scarred inner corpus consistent \vith ablation effect, ivitld acute and chronic cervicitis, foreign objects of tubal lumens with mural fibrosis and right paratubal cyst, excision: walthard's cyst. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan - on (B)(6) 2012: anterior subserosal fibroid with significant shadowing, slight distortion of endometrium due to subserosal fibroid; on (B)(6) 2013: small irregular cystic structure off posterior right ovary. Possible para pelvic cyst or hydrosalpinx. Left ovary appears within normal limits. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, anxiety, menorrhagia, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs and medical record received: new events- vaginal bleeding, menorrhagia, depression, mental anguish, dysmenorrhea, dyspareunia were added. Essure insertion and removal date added. Event outcome of pelvic pain was updated from unknown to recovering/resolving. Medical history, lab data, concomitant conditions and drugs were added. Reporters information and patient's demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.